Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient implanted with plate and screw construct on an unknown date. It was reported that patient's plate broke in situ. Further information has been requested. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.